Event description:
The facility reported a pump with failure code 403. It is unknown when this failure code occurred. There was no pt injury or medical intervention necessary according to the hospital representative. No add'l contact info is available.